Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump history did not record carbohydrate inputs or boluses given. No troubleshooting was performed, as the pump was not available at the time of the call. The technical support representative contacted the reporter to troubleshoot the pump and obtain additional information; however was unable to reach him by telephone. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.